Manufacturer narrative:
Concomitant medical product: 429888 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the cardiac resynchronization therapy defibrillator (crt-d) while in atrial and ventricular arrhythmias. The device remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the data indicated unexpected delivery of ventricular tachyarrhythmia therapy. Analysis of the data yielded an observation relating to detection. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was reportedly hospitalized for two days post-shock.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The shock was reportedly likely due to atrial fibrillation (af) with rapid ventricular response and the patient was reported to have experienced shortness of breath. The patient underwent an atrioventricular node ablation during the reported hospitalization.